Event description:
It was reported that the patient had redness and tenderness around previous cannula replacement. No patient injury reported.

Manufacturer narrative:
No product was returned. If the product is returned, this complaint will be reopened for further investigation. A review of the manufacturing process was conducted by the quality engineer. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.